Manufacturer narrative:
Reported event: an event regarding pf component being seated too deep, involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. -device evaluation and results: device inspection could not be performed, no session data was provided. Three communications were made with no response. -device history review: a review of the DHR associated with rio 325 found quality inspection procedures successfully passed. -complaint history: based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding pf component being seated too deep. There were no other reported events for the listed catalog number.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the patellofemoral component was seated too deep. The patient was planned for a size 3 but was implanted with a size 4. The resulting outcome of the case was successful and there was no harm to patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the patellofemoral component was seated too deep. The patient was planned for a size 3 but was implanted with a size 4. The resulting outcome of the case was successful and there was no harm to patient.